Event description:
While shaving soft tissue; device left what appeared to be metal flakes and oil residue - exchange device. Site irrigated with total of 9000 ml 0.9% nacl. All residue and metal flakes removed. Product malfunction extenders procedure by 10 mins. No harm to pt.